Event description:
The customer reported a system error 2240 (air in tubing) alarm, followed by a system error 2367. This occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that the patient had disconnected prior to the alarm and proper disconnect procedures had not been used. The technical service representative (tsr) explained the message and informed the patient to use a manual bag in order to complete therapy. The tsr informed the patient to contact the registered nurse (rn) about the alarm. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The patient at home guide instructs the user how to properly temporarily disconnect and reconnect to the setup when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.